Event description:
High thresholds, over. Sensing, noise causing rv pacing inhibition. Lead was replaced by a mdt lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).